Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the patient developing septicemia. Cultures were taken and tested positive for staphylococcus. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.